Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported heart failure/congestive heart failure (prolonged hospitalization) could not be determined. The reported patient effect of heart failure, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported hospitalization was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This report is being filed due to worsening heart failure, unknown if device related. Patient ID: (B)(6). It was reported that on (B)(6) 2021, the patient presented with mixed mitral regurgitation (mr) grade 3+ with a significant cleft/scallop and posterior leaflet prolapse. One mitraclip was implanted without a device issue, reducing the mr to grade 1+. On (B)(6) 2022, the patient had been hospitalized for heart failure. The patient has been subsequently discharged. The event is unknown if device related. There was no device malfunction reported. No additional information was provided regarding this issue.